Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the inside of the valve connector housing is discolored. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two unused samples in original packaging were provided for investigation. Upon evaluation of the units, foreign matter was not detected in the returned samples. Therefore, the reported issue was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Six (6) photos were submitted to the manufacturer for evaluation after the investigation of the provided samples. Through visual examination of the provided photos, the presence of an unidentified substance within the caresite valve was observed. Due to the nature of the photos and lack of evidence from the samples, it could not be determined if there was discoloration or foreign material presented within the valve. While a defect was observed within the photos, an exact root cause could not be determined. It is important to note that this substance was not observed in the returned physical samples. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.